Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc and act buttons due to moisture damage keypad traces. Unable to perform operating currents, self test, restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery alarm due to unresponsive button. Also, moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump has moisture damage underneath the lcd display. The customer's blood glucose reading was 126 mg/dl at the time of incident. Troubleshooting found that the pump is also cracked at the battery cap, alarmed button error and failed battery test. Troubleshooting could not be performed due to the button error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.